Event description:
It was reported that a pt expired. The customer would like a full evaluation of the device and have the information/report downloaded and shared with the customer.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarming during alarm conditions. The unit was determined to be functioning as designed.